Event description:
The recipient is reportedly experiencing loss of lock. The recipient presented with swelling. The recipient was recommended device non-use for 1 week. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient is reportedly presenting with pain at the implant site. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. The external visual inspection revealed broken antenna coil wires and a dented bottom cover. In addition, the electrode was severed near the array prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged antenna coil wires. System lock could only be obtained with manipulation of the antenna coil. The electrode and no lock conditions prevented electrical tests from being performed. The device passed the mechanical tests performed. The residual gas analysis result was above the nitrogen limit indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device had broken antenna coil wires. A corrective action was implemented. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock and pain with device use. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.